Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported bleeding and bruising at the sensor site. She also reported that the sensor readings have been off by up to 100 points. She stated that there was no pain and that she was able to calibrate. She did not know the blood glucose reading. Nothing further was reported.